Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT showed a 10 mm of aneurysm growth and a type ii endoleak. Angiographies did not show any endoleak. The patient was then lost to follow up until they presented emergently with abdominal pain, aneurysm rupture, and in hemodynamic collapse. Intervention was performed immediately. An aortic occlusion balloon was inserted and the aneurysm was opened. Upon opening the aneurysm several holes were found in the main body. The physician decided to convert the patient to open repair and the device was partially explanted. Postoperatively the patient was still in hemodynamic collapse. It was noted that this was probably due to a cardiac event. No bleeding was observed; however, the patient expired due to the ruptured aneurysm. The physician stated that the cause of the event was device related. No additional clinical sequelae were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. During open conversion, the endurant stent graft system appeared firmly attached in the proximal, left distal, and right distal sections. The mid body came out easily from the aneurysm contents. There was normal calcification present in the seal zones. There was no thrombosis present in the seal zones and no evidence of inflammation. No stents or other devices were implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the exact cause of the multiple holes and suture breaks observed around the perimeter of the bifurcate aortic body could not be determined. The most likely cause appears to be external abrasion due to the calcified neck. Although CT showed no clear endoleak around the aortic body near the location of the observed holes, given the size and location of the holes it is likely that there was a type iii fabric endoleak which contributed to the aaa rupture. Disease progression (neck dilatation and angulation) may have exacerbated the abrasion, with increasing relative motion between the stent graft fabric and calcified neck, as may have also increased the likelihood of a proximal type I endoleak. Several pairs of lumbar arteries were observed; the type ii endoleak which was initially reported at the most recent 2015 follow-up may have also contributed to the aaa rupture. Film evaluation summary: the cause of the aaa rupture could not be conclusively determined from the films provided. Pre-implant films revealed that the patient had an 8cm max diameter aaa and a proximal neck that ranged in diameter from 26 ¿ 27 ¿ 25 mm along a 35mm length. The proximal neck was extensively calcified around its perimeter, and was relatively straight measuring a maximum of ~20° in the a-p orientation. Images during implant and earlier post-implant films were not available for review as the patient was lost to follow-up. Transverse CT¿s returned just prior to explant (57 months implant duration) revealed that the aaa had ruptured; measuring >13cm in diameter. Compared to the pre-implant films there appeared to have been disease progression. The infrarenal neck angulation was noted to have increased to ~50° a-p, the neck diameter ranged from 31 ¿ 29 ¿ 31mm, and the proximal seal length had decreased to ~15mm. Calcification was again seen within the perimeter of the neck. Widespread wispy-like contrast was seen outside the stent graft primarily within the left side of the aaa sac and along the contralateral limb; however, the exact source and cause could not be determined. It is possible that the ruptured aaa may not have allowed for a positive assessment of the possible endoleak source(s), and non-co ntrast images were not provided to help discern the calcification that was also present. It is possible that this was a type iii fabric endoleak. External fabric abrasion from stent graft placement within the calcified and angulated neck may be a potential cause of a type iii fabric endoleak. Disease progression (neck dilatation and angulation) may have exacerbated the abrasion, with increasing relative motion between the stent graft fabric and calcified neck, as may have also increased the likelihood of a proximal type I endoleak. Several pairs of lumbar arteries were observed; the type ii endoleak which was initially reported at the most recent 2015 follow-up may have also contributed to the aaa rupture. Product analysis #222703166:refer to explant analysis (pli-10). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.